Manufacturer narrative:
Failure analysis was unable to prime during prime test due to faulty force sensor resistor. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump monitored and tested with no low battery alert less than 1 week noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted.

Event description:
The customer reported via phone call that they received a motor error alarm after the battery was replaced. Customer's blood glucose was 118 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.